Event description:
The company representative reported on (B)(4) 2014 that the patient¿s revision was scheduled for (B)(6). It was confirmed on (B)(4) 2014 that both leads were replaced. The patient was now doing very well with great coverage and effective therapy. The leads were not kept to return to the device manufacturer.

Event description:
There were high impedance measurements of greater than 10,000 ohms with electrodes 8-15. Reprogramming and impedance testing was performed. The patient hit his back on the shower edge and then noticed pain in the right leg a few days later. The right lead has the high impedances. The lead was going to be replaced on (B)(6) 2014. The company representative reported on (B)(6) 2014 that the patient was only receiving unilateral stimulation. Additional information has been requested.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: 2011-(B)(6), product type lead, product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 3778-60, serial# (B)(4), imp lanted: 2011-(B)(6), product type lead, product ID 37752, serial# (B)(4), product type recharger. (B)(4).